Manufacturer narrative:
Block d2b: additional applicable product code: nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure in which the implantable pulse generator (ipg) was explanted due to receiving an elective replacement indicator (eri) message ten months after the implant date. The patient did not experience any stimulation related symptoms, and there were no abnormal impedances. The patient's postoperative status is reported as normal. The explanted device will not be returned to boston scientific for analysis.